Event description:
On (B)(6) 2010, pt reported he changed his insulin cartridge earlier today and a few hours later, he saw a large air bubble in the cartridge. Pt stated the connection at the infusion adapter was a little loose. Pt reported he turned it around 3/4 of a turn to tighten it during the call. Had pt disconnect and run 2 primes; air bubble was expelled successfully. Pt was able to put the infusion device back in the run mode and reconnected. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.